Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. Following pre-dilatation with a sterling balloon catheter, an innova stent was implanted to treat the lesion. Subsequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for post-dilatation. However, on initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a coyote fc balloon catheter. No patient complications were reported.